Event description:
The device spontaneously turned off. Upon attempting to restart it, an error code was displayed and the device would not start. Clear fluid was noted to be draining from the top of device. The device was removed from use and later reported to the manufacturer. The patient's temperature started rising and reached 35.9c. Patient was then packed in ice to maintain hypothermia. Patient experienced a seizure approximately seven hours later. The manufacturer will supply a loaner system to our facility while they take ours for inspection and testing.